Event description:
It was reported to philips healthcare that the customer wanted work completed regarding installation of the invasive pressure kit. There was no reported patient involvement or negative pt impact.

Manufacturer narrative:
(B)(4).